Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 56.5 cm returned for analysis. Externalized conductors due to internal insulation abrasions were noted at 6.8 to 9.0 cm and 11.9 to 15.6 cm from the distal tip. Internal insulation abrasions were noted at 13.1 to 14.5 cm and 16.0 to 16.2 cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.